Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the black box showed power on reset events. The battery compartment was cracked above and below the bumper pad. The battery cap was not returned. No corrosion was found in the battery compartment. Moisture was found in the display lens. The pump powered on with no auditory alarm to a blank display. A leak was found in the battery compartment. The pump cover was removed to find moisture ingress on the printed circuit board and internal components.

Manufacturer narrative:
The device has been completed. When evaluation is complete a supplemental report will be fiation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.